Event description:
According to an informal translation of the operative report forwarded to shiley by the initial reporter, the pt was admitted to the hospital with heart failure and a diagnosis of "prosthetic dysfunction." The pt had two bjork-shiley convexo-concave mechanical heart valves, one in the aortic position and one in the mitral position; both valves were removed during the operation. The operative report indicated the following: "[f]racture of the minor support of the mitral prosthesis with partial trapping of the occluding disc the mobility of which is much limited" and "[a]ortic prothesis with normal function and full structure." The pt was discharged from the hosp on 12/31/97.